Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial bar placement on an unknown date. Subsequently, the patient under a re-operation with debridement, application of vancomycin, and closure approximately a few weeks after surgery due to mssa infection around the bar. Significant inflammation was observed at the site. Approximately one (1) year later, the patient had a chronic wound on the opposite side that also grew mssa. No further intervention has been reported to date. Attempts have been made and no further information has been provided.